Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "during cap change for patients blue lumen of their broviac, the IV tubing lines were temporarily capped off while cap changed occurred. The tubing line were infused together through a bearclaw (smartsite extension set). When the bearclaw was reattached after the cap change was completed, the luer for the bearclaw spun and came off the of the bearclaw. The lines were detached and capped off immediately from the bearclaw, and new bearclaw was primed and attached to the tubing lines. The new tubing with the new bearclaw was attached to the patient. No harm noted."

Manufacturer narrative:
The customer¿s report that the luer spun and came off of the set was confirmed. The set was received with the spin lock missing from the male luer component. Visual examination showed no other damage or anomalies. Investigation of the sample by the component manufacturer showed that the dimensions of the barb component of the luer were within manufacturing specifications. Stress tests on similar samples were unable to replicate the failure. The root cause was not identified.